Event description:
Medical records received a st. Jude medical extraction dictation form on (B)(6) 2011. Form stated that this device was explanted on (B)(6) 2009 due to infection. Device was implanted on (B)(6) 2006. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).